Event description:
Customer called because her family member's meter was reading lower than the meter at the dr's office. Found that the meter was in mmol/l rather than mg/dl. Customer stated that her family member has not over or under medicated herself based on the meter readings. The meter was changed back to mg/dl.